Manufacturer narrative:
The returned screw was examined under magnification. No issues were identified with the screw. Additional mdrs associated with this event: 3025141-2020-00212: plate; 3025141-2020-00213: screw 1; 3025141-2020-00214: screw 2; 3025141-2020-00216: screw 4; 3025141-2020-00217: screw 5; 3025141-2020-00218: screw 6; 3025141-2020-00219: screw 7; 3025141-2020-00220: screw 8; 3025141-2020-00221: screw 9; 3025141-2020-00222: screw 10.

Event description:
On (B)(6) 2020, the patient had a dirt bike accident and suffered a clavicular fracture on the left side. On the (B)(6) he underwent surgery where the surgeon performed a osteosynthesis with a acumed plate and screws. On the (B)(6) during a post op visit, the x-ray then shows a fracture in good position with increasing callus formation. On the (B)(6) he lifted a light backpack with his right arm when he heard a crack from his left shoulder. He immediately suffered pain from his left shoulder and was not able to use his left arm. X-rays showed a breakage of the implanted clavicular plate. On the (B)(6) the patient was scheduled for surgery where the surgeon removed the old plate and screws without any problems and a new acumed clavicular plate is implanted.